Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to wide qrs oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was not known.